Event description:
As reported to coloplast though not verified, patient implanted with novasilk mesh. Later patient experienced physical injuries, pain, disfigurement, physical impairment and psychological injury.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.